Event description:
Procedure type: lap chole. According to the reporter: the clips did not form on the cystic duct when the doctor was trying to remove the device it had torn the duct. The area was secure with another clip below the damage location. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the pts cavity. No device fragment or component was left in the pt.

Manufacturer narrative:
(B)(4).